Event description:
The facility representative reported an infuso.r. Pump with a condition of "eos error." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an "eos error" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be faulty micro processor unit (mpu) board. The mpu board was replaced in order to fix the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.